Manufacturer narrative:
In accordance to the results obtained at the customer site, testing at bmd confirmed a carry-over event from one well into the following one occurring during sequential pipetting of different blood plasma caused by the high titre of antibody present in the original sample. (B)(4). In general this dilution factor is sufficient to prevent a detectable transfer of material. In general carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also true for tango optimo. This matter is also displayed in its specifications. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a (B)(6) result should undergo retesting and because any (B)(6) sample from a blood donor should be excluded from transfusion, no serious threat neither for patient nor user or device may arise due to a carry-over event.

Event description:
The customer had reported false positive reactions caused by carry over. Customer reported a (B)(6) on cell 2 of their biotestcell 3 screening results and 3 (B)(6) cells on their panel. The result back from cap is that the results should have been negative. Cap survey sample jat-1 was run immediately before jat-2 and jat-1 was very strong (B)(6). The correct function of the affected lots of reagents were proved by testing the retention samples of quality control laboratory on tango. All (B)(6) reactions were correct. We didn't observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.